Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical attention and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. *please note, that section d is capturing the device identifiers as reported by the complainant.   This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios omnipod software app version: 1.1.6 smartphone operating system: 18.4 smartphone hardware: iphone16.1. Cgm sensor type: g6.

Event description:
It was reported on an insulet survey, that the patient answered "yes" to a question asking if since their last assessment in (B)(6) 2025, had they experienced a hypoglycemia event that caused them to faint, pass out or have a seizure. No additional details were provided. Three follow ups were attempted but no new information was provided. If additional information becomes available at a later date, a supplement report will be submitted.